Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event, on an unknown date, after the use of the product.

Manufacturer narrative:
This reported event is on the same patient involving two separate products and associated with medwatch #1225714-2013-00907.